Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 432 mg/dl. Customer's current blood glucose level was 120 mg/dl. Customer stated that he was trying to bolus but its not allowing him, said he was at the screen which shows a graph and pink dots at the top. Customer had removed the reservoir as it was low so he needs to change his reservoir. Customer had received a insulin pump error. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.